Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the event. The patient was treated with ciproxin 500mg x 2 (frequency and duration not reported) and voncon (dose, frequency and duration not reported) routes of administration reported as intraperitoneal (ip) and intravenous (IV). The patient was also treated with solvetan ip (dose, frequency and duration not reported) and IV briklin (dose, frequency and duration not reported). The patient was discharged sixteen days after admission. At the time of this report the patient was recovered from this peritonitis event. On an unreported date the month prior to receipt of this report, the pd catheter was removed and the patient was switched to hemodialysis. No additional information is available.